Event description:
A manufacturer representative reported charging more than expected. A review of the parameters and use of the implantable neurostimulator indicated that the recharge interval appeared to be appropriate. The recharge interval may have been shorter than expected, as it was reported that the patient recharge interval went from 7 days to 4 days. Group impedance was 200 ohms. The manufacturer representative planned to reprogram the patient to use less electrodes. Additional information received reported that the patient did not want to be reprogrammed and decided to accept that her recharge interval was more frequent.

Manufacturer narrative:
(B)(4).